Event description:
It was reported that some of the magic 3 go male coude catheters were missing the hydrophilic coating. The affected lot number was jufr2080 and unknown lot.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be due to "operator error". It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the magic 3 go male coude catheters were missing the hydrophilic coating. The affected lot number was jufr2080 and unk.